Manufacturer narrative:
This is our combined initial and final report on this incident.

Event description:
The customer reported a false negative reaction of a sample with cell #2 of biotest cell 3 on tango optimo. The specificity of the missed antibody was anti- little c. The customer returned neither the supposedly defective product nor the sample that had caused a false negative test result. At the time our qc lab became aware of the complaint the supposedly defective product was already expired. Therefore our quality control laboratory did not test their retention sample. A review of the batch record documentation showed no irregularities which might have negatively affected the quality of the allegedly defective lot. The affected tango optimo was inspected by our field service engineers with no indication for an instrument malfunction.